Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2019. The patient was before, during, and after the procedure.